Manufacturer narrative:
Additional information was received that the event was assessed as device related.

Event description:
A report was received that the patient was experiencing pain and thinning of skin at ipg site. The patient underwent a surgical revision procedure.

Event description:
A report was received that the patient was experiencing pain and thinning of skin at ipg site. The patient underwent a surgical revision procedure.

Event description:
A report was received that the patient was experiencing pain and thinning of skin at ipg site. The patient underwent a surgical revision procedure.

Event description:
A report was received that the patient was experiencing pain and thinning of skin at ipg site. The patient underwent a surgical revision procedure.